Event description:
It was reported in the patient's medical records that the patient had previously underwent two lumbar fusion procedures in (B)(6) 2005 for l3-s1 posterior fusion and tlif at l3-4, and (B)(6) 2006 for l2-3 tlif and posterior fusion. In (B)(6) 2011 the patient underwent surgery for removal of previous hardware l2-3 with re-instrumentation l2-3 and additional pedicle screw instrumentation at left t10, t11, t12, l1 and right t10, t12. Procedure was for exploration of laminectomy t11-t12-l1-l2 bilateral with resection of scar tissue, l2 osteotomy, left l1 transarticular decompression, and posterolateral fusion t10-11, t11-12, t12-l1, l1-2 with autograft, allograft, and bmp placed at entire right side and left side proximally. No posterolateral fusion at left l1 due to overlying nerve root to the paraspinal muscles at the left l1 transverse process. During follow-up visit approximately 7 months post-op the patient reports of having an unspecified injury in (B)(6) 2011 and then began having symptoms of increasing pain in the sacroiliac region and difficulty standing straight. Patient also reports to have been doing a lot of exercise, bending, and lifting. X-rays showed bilateral rod breakage near the lower endplate of the l1 level. Records indicate a revision surgery scheduled for (B)(6) 2012. No operative notes were provided for the revision surgery.

Manufacturer narrative:
(B)(4) revision surgery). The device or applicable imaging studies was not returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.

Manufacturer narrative:
Post-operative x-ray images were returned to the manufacturer for review. Ap and lateral films show construct t10-t10-t12-l1-l2-l3 with both rods broken l1-l2. L1 left pedicle screw is laterally penetrating. Interbody spacer at l2-3 and l3-4. Severe spondylolisthesis is noted at l5-s1 grade iii with posterolateral fusion l4-l5-s1. Flexion/extension view shows some movement below l1 and l2.